Event description:
It was reported that the catheter was inserted in 2003 without complications. 4 days later the patient arrived with the arterial extension filled with blood up to the clamp. The catheter was flushed and locked. 8 days later the catheter was not working well and "blood coagulation" was aspirated from the arterial extension. The catheter was changed over a wire 2 days later.